Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2006, inratio: 5.2, 6.0, lab: 1.98, 5.5. Caller alleged imprecision with inratio meter. Results as follows:

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2006, inratio: 5.2, lab: 1.98, mean: 3.59, confidence limits: 2.2-5.3; inratio: 6.0, lab: 5.5, mean: 5.75, confidence limits: cannot be determined. Per internal procedure, mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are outside the confidence limits for inr testing. The confidence limits of second set of data cannot be determined because both values were greater than 5.0 inr. The values were not considered inaccurate. Products will be investigated when returned. Inratio precision data provided by end-user lot 050749: 2006, first test inr = 3.2, second test inr = 3.9, third test inr = 30; mean = 3.36; sd = 0.47; %cv = 14%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.